Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Device found moisture damage at motor assembly noted. Device received with cracked case behind the pump near the battery tube compartment and cracked battery tube threads. Unable to verify missing segments or partial display due to blank display noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. Customer reported that insulin pump had a blank display and insulin pump was vibrated and the red light was flashing. The customer was assisted with troubleshooting and the display did not return. Customer stated the contacts on the battery cap were neither missing nor damaged and battery compartment was cracked. It was unknown whether the customer was using auto mode at the time of reported event. The insulin pump will be returned for analysis.